Event description:
Additional information was received stating the surgeon was removing the extension and it broke.  He thought it may be possible that a piece of the extension was left in the patient. The device status is unknown since the hospital has it. The rep was going to check to see if he could return them.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# va0vgl0 product type lead product ID 3708660, serial# (B)(6). Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Device code c62973 pertains to the extension, s/n: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown; product ID: neu_unknown_ext, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's right side system has high impedance and requested longevity calculation. The patient is in the operating room today as the healthcare provider (hcp) is considering lead and/or extension replacement. 2+ 1- 5.5v, 60 pw 160 rate, 2386 ohms, 24 hours/day estimation - eri at 3.46 years, eos at 3.71 years battery voltage - 2.71v impedances (in ohms) c-0 5117 c-1 5134 c-2 5134 c-3 7099 0-1 low 0-2 2693 0-3 5016 1-2 2712 1-3 5016 2-3 3876 the longevity estimate was reviewed and that high impedances may be contributing to longer than calculated longevity. Elective replacement indicator (eri) and end of service (eos) trippoints were reviewed and that the ins will likely hit eri soon. The rep called back and stated the patient's system was replaced due to a section of the extension that broke off. The hcp implanted new extension and lead. There were no impedance issue after. MRI consideration in the future was discussed and told the caller that abandoned component should be programmed into the system. The rep is to do that when them or their colleagues meet with the patient next.